Event description:
This report summarizes 7 malfunction events in which the device had run-on. 7 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 7 previously reported events are included in this follow-up record. Product return status: 3 devices were received. 4 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 7 events were previously reported during the reporting quarter; however, 1 event was reported in error. 6 previously reported events are included in this follow-up record. Product return status 4 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 6 malfunction events in which the device had run-on. 6 events had the problem identified during a non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 7 events were reported for this quarter. Product return status: 2 devices were received. 5 device investigation types have not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device had run-on. 7 events had no patient involvement; no patient impact.